Event description:
It was reported that the vns pt developed an infection at the chest incision site following generator replacement surgery. The pt subsequently had surgery where the lead and generator were replaced. The surgeon opted to replace the lead prophylactically as it had been implanted since 2002. Further follow up with the surgeons office revealed that cultures taken revealed the presence of infection. There was no report of any pt manipulation or trauma, which could have contributed to the presence of the infection. The explanted lead and generator have been returned to MFR where analysis is underway.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.